Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding low discrimination results of moraxella osloensis/ enhydrobacter aerosaccus associated with vitek® ms instrument (ref. 410895, serial number (B)(6) ). The expected species (gram positive) was not proposed in the low discrimination results; only gram negative species were. Based on the complaint description the expected identification was neither moraxella osloensis or enhydrobacter aerosaccus. The expected identification is unknown. The fine tuning status was good at the time of testing. The customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were quite heterogeneous. The misidentification could be linked to a non-optimal spot preparation. According to the vitek ms workflow user manual - clinical use (4501-2233-f), ¿the identification process is based on specific peaks presence, if the colony is not pure, some peaks not belonging to the tested strain could disturb the identification process.¿ in addition, vitek ms obtaining a low discrimination result is customary performance. In cases of low discrimination results, the following instructions are described in the knowledge base (kb) user manual ref. 161150-924-a for vitek ms clinical use v3.2: ¿subspecies or species group is displayed as a low discrimination result. A choice should be made between the proposed subspecies or species. Additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification. The suspected root cause of the misidentification is non optimal spot preparation. See section h10.

Event description:
A customer in (B)(6) notified biomérieux of low discrimination results for moraxella osloensis strains associated with vitek® ms instrument (ref. 410895, serial number (B)(4). Vitek ms obtained multiple low discrimination results between two (2) gram negative species (50/50) when testing moraxella osloensis strains. However, under a microscope, the strains appear to be gram positive. Vitek ms user manual supplement for clinical use states the following for moraxella osloensis species : ¿subspecies or species group is displayed as a low discrimination result. A choice should be made between the proposed subspecies or species.¿ for this case, the expected species(gram positive) was not proposed in the low discrimination results, only gram negative species were. There is no indication or report from the laboratory that this event led to any adverse event related to the patient's state of health. A biomerieux internal investigation has been initiated.